Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a loose connection between the stopcock q-syte wht 360deg nonsterile and terumo infusion set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about loose connection between terumo¿s infusion set and 385409-zat. When connecting terumo¿s infusion set using 385409-zat, the connection loosened (q-syte of 385409-zat or the connector of the ext. Tubing). No defective site has been identified."

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 9122983 for the bd connecta (material 395240). The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Due to preventive safety measures in place regarding covid-19, the samples were visually inspected only. Through visual inspection of the samples, no signs of damage, cracking, or any other defects that could have contributed to this reported incident were detected. Based on the investigation results, an exact cause for this incident could not be determined. It is important to follow the instructions for use when connecting this product. If the device is incorrectly connected, damage can occur to the product. It is also important to ensure that the other device used has a secure lock function that can correctly fit with the connecta device. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that there was a loose connection between the stopcock q-syte wht 360deg nonsterile and terumo infusion set during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about loose connection between terumo¿s infusion set and 385409-zat. When connecting terumo¿s infusion set using 385409-zat, the connection loosened (q-syte of 385409-zat or the connector of the ext. Tubing). No defective site has been identified."